Event description:
It was reported that during setup prior to a surgical procedure at the user facility, strands of hair were found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that the product was disposed of by the user facility. It is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.